Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Investigation found that the sample was potentially near the limit of detection (lod). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported a sample generated a false positive for sars-cov-2 while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01123z, serial number (B)(4)). A repeat test with the same sample generated negative results with liat serial number (B)(4) and on a biofire analyzer. Negative results were reported to the clinician and patient. The sample was collected using a nasopharyngeal swab in remel m4rt, 102092, expiration date 29dec2021. The reagent was stored at 2-8oc and prepared according to package insert. No harm was alleged. Though requested, no additional information was available.

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4)